Event description:
Pt reported radiation treatments via a mammosite, single lumen balloon. Balloon implanted on (B)(6) 2011 and explanted on (B)(6) 2012. It is unk how many treatments were given. On (B)(6) 2012, she reported she had "radiation burn requiring several revisions". The pt also reported she had "8 week antibiotic therapy [brand and dose unk] and received hyperbaric oxygen therapy [length of time unk] and is now planning to have a double mastectomy". We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot number of the device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If add'l relevant info is received, a supplemental medwatch will be filed. Based on the info obtained to date, no direct correlation can be made between the reported event and the mammosite system. (B)(4).